Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during follow-up, lead dislodgement was observed. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
Manufacturer report 2938836-2019-13056, should not have been reported as a medical device report (MDR) as this product is not sold or distributed in the us.